Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), attempted implant (B)(6) 2016. (B)(4).

Event description:
Information was received from a health care provider via a representative regarding a patient in (B)(6) who was receiving gabalon medication via an implantable pump. It was reported that on (B)(6) 2016 when the package of the reported ascenda catheter set was opened up for itb system implant procedure, it was noticed that the spinal cord side catheter and the anchor dispenser were not included in the package. This was reported as a package failure as these two components were supposed to be included in the package. The customer suspected that the product in question was not checked when the reported product was packed at the manufacture process. The customer was questioning that a different product could have been mistakenly delivered and questions why a product with a package failure was delivered to the customer. There was no mention at this time of any patient symptoms and later confirmed there were no associated patient symptoms. When asked if the proximal catheter was not used, and would that portion of catheter, or other components or package be returned the response was "no, it wasn't." On (B)(6) 2016 it was further clarified with the health care provider via the representative that the procedure had already started when the issue was identified. It was further shared that first, they accidentally bend the guidewire and the catheter could not reach the target point. Second, they opened another product, which was the "event product" (missing components). So they tried to use the first product, it was successful and the "ope" (procedure) was completed. On (B)(6) 2016 it was further clarified that the model/serial of the alleged catheter with the bent guidewire and initial target point issues was not available but had not been previously reported. The patient did not experience any symptoms as a result of the bent guidewire and the initial catheter target point issue. Reportedly, the reason of not reaching the target point was due to the accidentally bent guidewire. The catheter did not have any problem. Ultimately, this first attempted catheter was successfully implanted and reached the designated and intended implant site. The patient is receiving effective therapy with the implanted catheter. The medication type, concentration, dose, lot number, indications for use, medical history, concomitant medications were not reported but were requested. It was further reported that the concentration, dose, lot number, medical history, concomitant medications, and indications were not available and no further information regarding these was available. Should additional information be received a supplemental report will be filed.